Manufacturer narrative:
(B)(4). Per the sales rep the reported issue occurred during a product evaluation.

Event description:
Endurance catheter was placed on (B)(6) 2020 with no incident. Catheter worked for 6 days when it was leaking around the catheter exit site and the patient complained his pain medication wasn't working any longer. The catheter was removed to be changed out and it was discovered that there was a hole in the catheter just below the reinforcement on the catheter body. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was not delayed/interrupted.

Event description:
Endurance catheter was placed on (B)(6) 2020 with no incident. Catheter worked for 6 days when it was leaking around the catheter exit site and the patient complained his pain medication wasn't working any longer. The catheter was removed to be changed out and it was discovered that there was a hole in the catheter just below the reinforcement on the catheter body. The reported defect was detected during use. There was no patient injury/consequence. Patient condition is reported as "fine". Therapy was not delayed/interrupted.

Manufacturer narrative:
(B)(4). The customer returned one endurance catheter assembly for evaluation. The device contained significant signs of use in the form of biological material. After the sample failed functional testing, the catheter body was microscopically examined. A small slit was found in the catheter near the juncture hub. The slit was in creased material, indicating the catheter was kinked and eventually caused a small hole to form. The catheter body contained a small slit 81 mm from the distal tip. The total length of the catheter body measured to be 85 mm which is consistent with the nominal value of 85 mm per product drawing. The outer diameter of the catheter body measured to be 0.048" which is within specifications of 0.046-0.056" per product drawing. The catheter was initially flushed to ensure no blockages were present. The distal tip was then clamped and the catheter was pressurized using a lab inventory syringe. A small leak was detected in the catheter body near the juncture hub. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The customer report of an endurance leak was confirmed by complaint investigation of the returned sample. The endurance catheter body contained one slit near the juncture hub. The damage was consistent with inadvertent kinking near the catheter hub. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.